Manufacturer narrative:
Initial review identified that investigational input would be required from bioengineering and applied research. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion and justification status: following investigation by bioengineering, notification was received that; corrosion of the stem taper is visible. To investigate this further patient permission would be required to section the stem and check the material structure of the device. It is possible but unlikely that there is an issue with the material of the stem. Conclusion: no patient details, dor (B)(6) 2012. Products returned, no x-rays. Corrosion of the stem taper is visible. To investigate this further patient permission would be required to section the stem and check the material structure of the device. It is possible but unlikely that there is an issue with the material of the stem. Etq complaints database searched on product lot n05-03, inp-04 & ej6hf1 identified no previous complaints. Limited taper corrosion is seen in the head. The marks on the stem taper indicate that the head returned was inserted during a revision procedure. A clear clinical history is not provided. Root cause: undeterminable. Limited taper corrosion is seen in the head. The marks on the stem taper indicate that the head returned was inserted during a revision procedure. A clear clinical history is not provided. Root cause: undeterminable. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2012, the surgery was performed to remove the stem and the head (unknown; cup treatment). The surgeon requested status of corrosion for the neck part.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.